Event description:
Endo clip wouldn't release, needed to retrieve the clip with another device. Manufacturer response for hemostatic metal clip for the gi tract, resolution 360 clip (per site reporter). Informed the field rep of the incident.